Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the clip fall off the artery? Or was the clip pulled off the artery? Was there any damage to the artery? If yes: please explain the damage? How was the artery repaired? Was the intra-op or post-op care changed for the patient? If yes: please explain the change.

Event description:
It was reported that during a revascularization of myocardium - cardiac surgery in dissection of the mammary artery procedure, it was observed misalignment of the jaw. The device arrived misaligned in the operating room, forming cross staples and was detached of artery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.